Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to touch contamination during pd therapy. It was further reported the patient¿s transfer set became disconnected during pd treatment and the patient reconnected the transfer set to begin pd treatment. The cause of the disconnection was not reported. The peritonitis was manifested by abdominal pain and cloudy fluid. The patient presented to the outpatient clinic and was treated with intraperitoneal (ip) cefazolin (2000 mg) and ip ceftazidime (2000 mg). On an unreported date, the patient was transitioned to cefepime (1000 mg) when it was determined the peritonitis was refractory and oral diflucan (100 mg) to prevent fungal infection. Twelve days after event onset, the patient was hospitalized for 4 days. On an unreported date, pd therapy was discontinued, and the patient was transferred to hemodialysis (hd) therapy. At the time of this report the patient was recovered from the event and continues hd therapy (in-center). It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. The likely cause of the condition was due to use error as the patient reconnected the transfer set after a disconnection during pd therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.